Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that: "one of the patients had a ventriculitis that became worse after the affiliate reported that one of the patients had ventriculitis that became worse after the leakage. The physician says that there was a leakage in the y luer lock connection when the system is clamped. After changing the system (they kept the ventricular catheter), the child got better. User is associating the event with the lot as a second event occurred".

Manufacturer narrative:
Upon completion of the investigation it was noted that when visually inspected it was found that the tubing at the needless port has come away from the needless port. The current quality inspection for these assemblies is established at 100% tested for leaks and blockages at in process inspection. At incoming inspection 23 parts were pull tested, values are above the specified limits. A review of the history device records confirmed the device conformed to the specifications when released to stock prior to distribution. A review of the sterilization certificate conformed to specifications when released stock. Although it is not possible to determine the root cause, it might be possible that the tubing was pulled causing the disconnection as it was noted in the event description that the mother of the patient manipulated the device. This however could not be confirmed. In addition, the cause of the fever could not be determined as the device conformed to all sterilization requirements prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.